Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied information confirms wear of the device. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions about the polyethylene wear without the device to examine; however, it would not be unexpected to find some wear on the component due to the interval of time from initial placement in 1997 to the revision. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.